Event description:
Event description guidant received information that during the implant procedure for this lead, the peg came off the lead tip and lead was unable to be placed in the ventricle. The physician then attempted to use this lead in the atrium, but the lead was not able to be positioned successfully. After removing the lead, it was observed that the screw mechanism had cardiac tissue on it. Guidant received additional information that there was a leak of pericardium fluid into the heart, due to possible perforation during the implant procedure. The patient was still at the hospital and was treated. This physician experienced a similar event recently and suspects a manufacturing issue with these leads.